Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant lost osseointegration. Clinician reports extreme periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment were placed in (B)(6) site 13 in the mouth, the implant lost osseointegration. Clinician reports extreme periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)